Manufacturer narrative:
Patient identifier not available. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported intra-operatively, the main cart monitor lost input signal, showing "no video detected" on the screen. The case was completed using the camera cart monitor. There was no reported impact to patient outcome and there was no reported surgical delay.